Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 160mg/dl-180mg/dl fasting. Verified the strips expire 1/25/2019. Customer confirms the strips have been properly stored and were first opened in (B)(6). Customer performed a back to back blood test and obtained 131mg/dl and 135mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned with the results of 75,110,118 and 149mg/dl in the meter's memory. Customer is calling in regards to getting low results on the meter. The customer is not having any symptoms regarding low blood sugar at this time. The customer has not had any changes in diet. The customer exercises. The customer said during the holidays ate a lot of carbs and the blood result is still too low. The customer is concerned with the back to back blood test since had eaten less than 2 hours and the result is still low. Customer knows to always test 2 hours after her meal to test.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 160mg/dl-180mg/dl fasting. Verified the strips expire 1/25/2019. Customer confirms the strips have been properly stored and were first opened in march. Customer performed a back to back blood test and obtained 131mg/dl and 135mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned with the results of 75,110,118 and 149mg/dl in the meter's memory. Customer is calling in regards to getting low results on the meter. The customer is not having any symptoms regarding low blood sugar at this time. The customer has not had any changes in diet. The customer exercises. The customer said during the holidays ate a lot of carbs and the blood result is still too low. The customer is concerned with the back to back blood test since had eaten less than 2 hours and the result is still low. Customer knows to always test 2 hours after her meal to test.